Event description:
It was reported that during implant attempt, there was no pacing during the lead test despite the polarity and connections being checked thoroughly. A different lead was successfully implanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) electrical (other) distal conductor; the analyst noted that it appeared that the distal conductor was not connected to the connector pin; full lead returned and analyzed.